Manufacturer narrative:
Additional information: x-ray review. X-ray review: intra operative and post operative films provided from l4-5 tlif with cage. At unknown date from surgery, cage appears translated posteriorly. There is a paucity of bone graft ion the interbody space. No other hardware failure has occured. There appears to be another fractured screw in the sacrum. Sizing of graft, over expansion and placement in the posterior aspect of the disc space may be contributing factors.

Manufacturer narrative:
The device is not returned to manufacturer for evaluation but x-ray images are available. A follow up report will be sent when the results of x-ray review is made available.

Event description:
It was reported that on an unknown date, post-op, cage subsided.